Event description:
Pt underwent cataract extraction via phaco emulsification procedure. After .5 minutes of phaco time, there was sudden on-set of corneal whitening. Striae was noted and wound edge detraction . Phaco emulsification was converted to an extracapsulr procedure. The hand piece was evaluated and found to be functioning normally. A small piece of packaging material was found on the irrigation component.